Event description:
It was reported that the patient is reporting a sore area on his hip. Patient is also experiencing pain when walking for a period of time. Patient states that he has numbness on his right leg below the knee. Patient has only had an x-ray.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.